Manufacturer narrative:
Event date (B)(6) 2018. Date of report: 16oct2018. UDI # (B)(4). The field service engineer (fse) evaluated the device at the customer's site and replaced the gas delivery system (gds) assembly to address the issue. The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
The customer reported the ventilator had no oxygen (o2) supply alarm. It was reported that the event occurred during patient use. There was no harm reported. The event date was not specified; estimate used.